Manufacturer narrative:
It was reported that ""foreign debris" was noted within a syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Photos were provided for review of a syringe component that had fluid droplets in it with a dark particulate I the bottom of the inside of the syringe. No physical sample was returned. The reported problem/issue was confirmed, however, a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that "foreign debris" was noted within a syringe component.